Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to confirm prime alarms or perform prime test due to motor error alarms. The motor tested outside pass motor test. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 27 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.